Event description:
It was reported that the remote monitoring system of the device showed noise on the electrode leading to the device charging to deliver a shock. The shock was diverted prior to discharging. In clinic troubleshooting was performed and the noise was re-produced and was confirmed to be due to myopotentials. The patient was sent home without any protective therapies and will be brought back to the hospital to revise the electrode. Subsequently, the patient underwent a revision procedure. During the extraction procedure the physician discovered that the lateral tunnel appeared to be intra-thoracic, and the patient is on a blood thinner. Therefore, the physician did not want to extract the electrode due to the risk of bleeding. The health care professional (hcp) inquired about implanting a new electrode along the side of the old, capped electrode however, technical services informed this would be considered off-label use and recommended extracting the old electrode. The electrode was then explanted and replaced successfully. However, during the extraction procedure it was noted that the electrode was buried under the layer of rib muscles. The electrode is expected to be returned. No additional adverse patient effects were reported.